Manufacturer narrative:
Corneal ulcer, infection, bacterial, red eye(s), no testing methods performed, no results available since no evaluation performed, device not returned, unable to confirm complaint, contact lens, not applicable.

Event description:
On (B)(6) 2015 our affiliate in (B)(6) received an e-mail from a patient reporting that the patient (pt) was wearing the acuvue oasys contact lens (cl) extended wear. The pt reported that the pt "put in one of the lenses in, they felt they weren't quite right. They did not take it out. Lens was worn for 24 hours then they experienced problems". The pt reported that he/she went to an eye care professional (ecp) and is reported that the pt was diagnosed with "keratitis". The pt also reported that "the problem seemed to have cleared up after the lenses removed." The pt reported that he/she was requested not to wear lenses for a week by the ecp. No lenses were available for return for evaluation and the lot number is not available. The pt refused to provide name and contact details. On (B)(6) 2015 additional information was received from the affiliate in (B)(6) as follows: the affiliate spoke with the pt's treating ecp. The ecp reported that "the pt suffered from severe conjunctival redness and staining os, the od was not affected." It was reported that the ecp "think it was microbial keratitis, but haven't heard back from the pt yet". The ecp thinks the pt was treated with ointment. It was reported that the power of the cl was -3.25. The ecp reported that he/she didn't measure the visual acuity and didn't ask about solution used". On (B)(6) 2015 additional information was received from the affiliate as follows: the pt sent a follow-up email reporting that "he/she just had a follow-up check." "After treatment with chloramphenicol during a week all symptoms have disappeared. The diagnosis was keratitis. The slitlamp findings shows normal conditions now after one week of cl wear." On (B)(6) 2015 additional information was received from the affiliate as follows: the affiliate reported that the ecp an optometrist reported that the event was "microbial keratitis". "The initial findings were corneal staining and corneal ulcer around 8-9 o'clock". If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.